Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please note additional device related to this event: (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: occlusion; occlusion of device or native vessel; surgical conversion; death. Additionally, the IFU states under patient counseling information: physicians must advise all patients that it is important to seek prompt medical attention if he/she experiences signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking, or discoloration or coolness of the leg.

Event description:
On (B)(6) 2005, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2011, the patient underwent treatment for acute aortic occlusion with visceral aortic ischemia. The patient underwent multiple open and endovascular interventions to evacuate the occlusion within the superior mesenteric artery, and the proximal end of the device. Two additional gore contralateral leg components were implanted to reline the original endoprosthesis. The patient tolerated the procedure and was transferred to the intensive care unit in critical condition where he remained intubated and hypotensive, with septic shock secondary to bowel necrosis. On (B)(6) 2011, the patient developed multi-organ failure that required cvvh and complete bowel necrosis of the small bowel inside the abdomen. The family elected to withdraw care. The patient expired shortly thereafter. It was reported, that the physician does not believe the devices caused or contributed to the thrombus, clotting or the patient's death.